Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. Lot number: unknown, not provided. Expiration date: unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing irritation in her eyes with the use of consept one step. Patient forgot neutralization of contact lens and wore the lens. Patient saw a doctor who said that the eye is a little bit sore. She received a steroid eye drug. Requested patient information and product lot number; however, the patient choose not to provide this information.

Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the reported complaint solution was not returned to the manufacturer; therefore an investigation was not possible. Manufacturing record review: manufacturing records review for the reported lot was not performed as lot number of the complaint product was unknown, not provided. Labeling review: direction for use (dfu) of hydrogen peroxide family was reviewed and adequately provide instructions and precautions for the proper use and handling of the product. Reported medical symptoms were caused by customer misuse because she forgot neutralization of contact lens and wore the lens. There was no product deficiency or malfunction identified for the reported customer issue. All pertinent information available to abbott medical optics has been submitted.